Event description:
On (B)(6) 2013 clinic notes from the patient¿s (B)(6) 2013 visit were received which reported that the patient developed acute onset of mid-sternal chest pain described as a squeezing, non-radiating 10/10 pain associated with palpitations, diaphoresis, vomiting, and shortness of breath. The physician stated that none of these events were related to vns. The pain was relieved after receiving nitroglycerin and oxygen by ems. Since her hospital visit, she has had a negative heart catheterization and negative workup. During her hospital visit, there was confusion with her home medications and her history of seizures and she was noted to be having increased seizure frequency. It was reported that her vns was later interrogated over a year ago and that the patient has had difficulty finding a neurologist/epileptologist in her hometown who interrogates vns; thus, she has not had close follow up. The physician stated that during this visit voice alteration was noted during stimulation and the patient noticed a sensation of mild sharp shooting pains in the neck. The physician stated that she attempted to interrogate the vns but was unsuccessful and believes it was due to eos. The patient was noted to have a past medical history of ventricular tachycardia and that since implantation of the vns, her tachycardia episodes have decreased in frequency. The physician indicated that the recent increase in seizures activity is likely due to the decreasing battery strength of her vns and because of missing several doses of her keppra. It was reported that the patient had been admitted to the hospital on (B)(6) 2013 because the patient was having chest pain and thought she was having a heart attack. The physician confirmed that neither of these events is related to vns and that the patient was not actually having a heart attack; she had just misinterpreted her chest pain as such. It was stated that the handheld was not plugged into the wall, the wand battery was fine, and all cables and connections on the programming system were secured and properly seated. The physician confirmed that the wand was placed directly over the skin and was pressed firmly against the generator as the patient was wearing a hospital gown. The patient¿s vns still could not be interrogated. The patient was also moved away from all medical equipment that could be causing emi. The physician stated that she believes the patient¿s battery is depleted.

Event description:
Additional information received revealed that patient was scheduled for generator revision surgery on (B)(6) 2013. The surgery occurred as planned with only the generator being replaced due to end of service. Attempts to obtain the explanted product for analysis will be made.

Manufacturer narrative:
.

Event description:
The explanted generator was returned for analysis which has been completed. During the analysis of the generator it was found to be at end of service as the result of normal battery depletion. There was no abnormal performance or any other type of adverse condition found with the returned generator.

Event description:
Additional information was received stating that diagnostic results subsequent to explant revealed lead impedance was within normal limits (dc dc = 2), confirming proper functioning of the lead.